Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer reported that he performed a blood glucose test on a different meter at 6:30 a.m. And obtained a reading of 92 mg/dl. Upon repeat testing at 6:31 a.m. On the contour next link 2.4 meter, a reading of 200 mg/dl was obtained. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer returned the contour next link 2.4 meter (serial # (B)(6)) for evaluation, which is different from the one originally implicated to be involved in the event (serial # (B)(6)). No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips, which gave a satisfactory performance. Additionally, a device history record for the suspected contour next link 2.4 meter (serial # (B)(6)) was reviewed and no manufacturing anomalies were found.